Event description:
It was reported that a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had leakage around the stopper when the needle was placed in. The following information was provided by the initial reporter: ¿ it was reported there was blood leaking around the stopper when the needle was in there. This occurred yesterday (3/12) and today (3/13). ¿

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had leakage around the stopper when the needle was placed in. The following information was provided by the initial reporter: ¿it was reported there was blood leaking around the stopper when the needle was in there. This occurred yesterday (3/12) and today (3/13).¿